Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The following sections were updated, a1, d4, d10, g4, g7, h2, h3, h4, h6 and h10. An evaluation was performed on the returned product and the reported event of "the processor would not recognize the use of 180 scopes when it was plugged in" was confirmed. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. Since the product was a manufactured before upgrades to the operational amplifier circuit design of the patient board (dr board), the most likely cause is that the endoscopic image was not generated only in the 180 scope due to the failure of the operational amplifier. The patient board set was replaced.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the subject device could not recognize the 180 series endoscope and the camera head could recognize it. The user facility did not provide other detailed information. There was no report of patient injury associated with the event.